Event description:
The patient contacted animas on (B)(6) 2012 alleging that the pump reverted to default date and time with a battery change on (B)(6) 2012. The patient reported that he had lows for two consecutive nights. The patient claimed his blood glucose went into the 40-50mg/dl range and had symptoms of shaky and sweaty. The patient stated he would treat the lows and his bg would respond accordingly. At the time of the call, the patient informed customer support that after the low incidents he checked pump settings and discovered that he had set the time and date incorrectly on the pump after the pump had reverted to default settings with battery change. The patient claimed he was getting his am dose at night and vice versa. The patient corrected the pump's date and time prior to contacting animas. This complaint is being reported because the patient developed signs/symptoms of severe hypoglycemia while on insulin pump therapy. The patient's alleged hypoglycemia can be attributed to use error since the patient set the incorrect time/date after the pump had reverted to default date/time settings.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be inconsistent. There was no activity outside normal use observed in the black box. There was no data found in the black box of the reported time issue due to continued patient use. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.